Event description:
A customer reported during a laser assisted cataract procedure with intraocular lens implant procedure, the patient got a posterior capsule tear. The tear occured during the phaco emulsification stage. After the nucleus was partially removed, the posterior capsule tear was noted, and the remaining part of the nucleus dropped into the vitreous. A pars plana vitrectomy was performed and the intraocular lens was implanted in the sulcus. Information regarding the outcome of the patient is not available. Additional information has been requested but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).